Event description:
It was reported that the patient was charging the ipg every day and the battery would not last for a day. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as per hospital policy.